Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
On 14-jan-2019, allergan aesthetics received a report that a 47-year-old female patient was treated on (B)(6) 2018 with coolsculpting to the submental area using a coolmini applicator (v0212017263007). The patient experienced discomfort in the neck area and swallowing saliva during treatment. In the following days, patient felt discomfort. Approximately, 30 days post treatment, the area developed discomfort, an increase in volume, and slightly denser tissue in relation to adjacent areas. On (B)(6) 2018, the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the submental area.upm 2017250008

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
On (B)(6) 2019, allergan aesthetics received a report that a 47-year-old female patient was treated on (B)(6) 2018 with coolsculpting to the submental area using a coolmini applicator (v0212017263007). The patient experienced discomfort in the neck area and swallowing saliva during treatment. In the following days, patient felt discomfort. Approximately, 30 days post treatment, the area developed discomfort, an increase in volume, and slightly denser tissue in relation to adjacent areas. On (B)(6) 2018, the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the submental area.upm 2017250008